Event description:
It was reported that the patient with this implantable pacemaker had been feeling weak for several days and experienced a fainting episode. The patient was admitted to the heath care facility and it was found the device had entered in safety mode. Due to this, myopotential noise, oversensing and pacing inhibition was also observed. The patient experienced a syncope episode in the heath care facility. It was decided to explant and replace the device. This device is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. If pertinent information is provided in the future, a supplemental report will be submitted.